Event description:
It was reported that during a percutaneous coronary intervention, the radiopaque (ro) marker bands were not visible. The apex balloon was inserted into the pt and both ro bands were present. However, the visibility of the marker bands was poor and at certain views the physician was unable to see the marker bands. In the physician's opinion, the inability to see the marker bands correlate with the size of pt. The procedure was completed successfully with this device and no pt complications were reported. The pt's current condition is listed as "fine".

Manufacturer narrative:
The device was not available to be returned for analysis. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is design as device performance was limited due to the marker band material.